Event description:
It was reported that during a follow-up, the physician noticed a changing in the rc lead parameters, including increased threshold and high voltage lead impedance and pacing lead impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward.